Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right coil had perforated her fallopian tube and migrated / perforation near ovary"), pregnancy with contraceptive device ("pregnancy(termination)"), uterine perforation ("perforation uterus"), genital haemorrhage ("little bleeding") and device dislocation ("migration of essure device") in a 27-year-old female patient (gravida 2, para 1) who had essure (batch no. 919037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one of the coils has not been removed as it is too close to an artery (to be safely explanted)" on (B)(6) 2013 and device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 1, delivery (baby was born with heart disease congenital - tetralogy of fallot), knee pain, back pain, uti, arthropathy nos, vaginal delivery, food allergy, osteoarthritis, anxiety, depression, iron deficiency, post-traumatic stress disorder, prediabetes, seasonal allergy and dysfunctional uterine bleeding. Concurrent conditions included obesity, asthma, postpartum state and menses irregular. Family history included obesity, polycystic ovary and diabetes (mother). Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced headache ("headache"). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), alopecia ("hair loss"), dyspareunia ("dyspareunia"), device expulsion ("expulsion of essure device"), migraine ("migraines"), uterine pain ("uterus pain"), polycystic ovaries ("hormonal changes- describe: polycystic ovarian syndrome") and post-traumatic stress disorder ("psychological or psychiactric problems-condition: ptsd"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2013 (one of the coils has not been removed)), surgery (salpingectomy (bilateral removal of fallopian tubes) and surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, uterine perforation, genital haemorrhage, device dislocation, menorrhagia, alopecia, dyspareunia, device expulsion, fatigue, headache, uterine pain, pelvic pain, weight increased, polycystic ovaries and post-traumatic stress disorder outcome was unknown and the migraine had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, device dislocation, device expulsion, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, polycystic ovaries, post-traumatic stress disorder, pregnancy with contraceptive device, uterine pain, uterine perforation and weight increased to be related to essure. The reporter commented: completed childbearing and postpartum 6 weeks status post vaginal birth. During the insertion procedure, it was noticed that the lining of the uterus is filled with polypoid. The patient is 6 weeks postpartum. Both ostia were visualized and easily cannulated. One coil was visualized on both sides within the os itself at end of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43 kg/sqm. Hysterosalpingogram - on an unknown date: right coil perforated fallopian tube and migrated pregnancy test - in (B)(6) 2013: termination. (B)(6) 2012 - hysterosalpingogram - test confirmed placement of both essure coils and full occlusion of both tubes. CT abdomen and pelvis with contrast done which showed no pancreatic lesion, no gallstones were detected, no adrenal mass was recognized. There is no indication of a renal stone, obstruction, or mass. No distention of large or small bowel can be seen. The appendix seems to be normal in the right lower quadrant. In the pelvis the right ovary has a small cyst measuring approximately 1 cm. No free fluid is seen. The tubal occlusion device is not visualized in the right broad ligament area were apparently it was located on earlier assessment. No uterine abnormalities were detected. Some mild-to-chronic degenerative disc disease at l5-s1 is seen. There is no indication of a ventral hernia. Small benign inguinal lymph nodes can be seen. In the retroperitoneum no aneurysm or adenopathy is evident. The CT study does not show an acute process. A small right ovarian cyst is detected. This seems to have developed since the ultrasound of (B)(6) 2016. On (B)(6) 2013 ,endo vaginal fetal sonogram done a viable early intrauterine pregnancy is seen for the estimate of gestational age is 6 weeks and 5 days. 0n (B)(6) 2013 endo vaginal fetal sonogram: impression: a viable early intrauterine pregnancy is seen for the estimate of gestational age is 6 weeks and 5 days. On pathology report showed left fallopian tube with an essure in proper position; right fallopian tube with no essure in the tube; suspect essure is in the broad ligament as this is more rigid; the right essure device was not visualized. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube perforation, pregnancy with contraceptive device, and pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, event unwanted ectopic pregnancy was updated to pt: pregnancy with contraceptive device, polycystic ovarian syndrome, post-traumatic stress disorder were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right coil had perforated her fallopian tube and migrated / perforation near ovary"), pregnancy with contraceptive device ("pregnancy(termination)"), uterine perforation ("perforation uterus"), genital haemorrhage ("little bleeding") and device dislocation ("migration of essure device") in a 27-year-old female patient (gravida 2, para 1) who had essure (batch no. 919037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one of the coils has not been removed as it is too close to an artery (to be safely explanted)" on (B)(6) 2013 and device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 1, delivery (baby was born with heart disease congenital - tetralogy of fallot), knee pain, back pain, uti, arthropathy nos, vaginal delivery, food allergy, osteoarthritis, anxiety, depression, iron deficiency, post-traumatic stress disorder, prediabetes, seasonal allergy and dysfunctional uterine bleeding. Concurrent conditions included obesity, asthma, postpartum state and menses irregular. Family history included obesity, polycystic ovary and diabetes (mother). Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced headache ("headache"). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), alopecia ("hair loss"), dyspareunia ("dyspareunia"), device expulsion ("expulsion of essure device"), migraine ("migraines"), uterine pain ("uterus pain"), polycystic ovaries ("hormonal changes- describe: polycystic ovarian syndrome") and post-traumatic stress disorder ("psychological or psychiactric problems-condition: ptsd"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2013 (one of the coils has not been removed)), surgery (salpingectomy (bilateral removal of fallopian tubes) and surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, uterine perforation, genital haemorrhage, device dislocation, menorrhagia, alopecia, dyspareunia, device expulsion, fatigue, headache, uterine pain, pelvic pain, weight increased, polycystic ovaries and post-traumatic stress disorder outcome was unknown and the migraine had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, device dislocation, device expulsion, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, polycystic ovaries, post-traumatic stress disorder, pregnancy with contraceptive device, uterine pain, uterine perforation and weight increased to be related to essure. The reporter commented: completed childbearing and postpartum 6 weeks status post vaginal birth. During the insertion procedure , it was noticed that the lining of the uterus is filled with polypoid. The patient is 6 weeks postpartum. Both ostia were visualized and easily cannulated. One coil was visualized on both sides within the os itself at end of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43 kg/sqm. Hysterosalpingogram - on an unknown date: right coil perforated fallopian tube and migrated pregnancy test - in (B)(6) 2013: termination (B)(6) 2012- hysterosalpingogram - test confirmed placement of both essure coils and full occlusion of both tubes. CT abdomen and pelvis with contrast done which showed no pancreatic lesion, no gallstones were detected, no adrenal mass was recognized. There is no indication of a renal stone, obstruction, or mass. No distention of large or small bowel can be seen. The appendix seems to be normal in the right lower quadrant. In the pelvis the right ovary has a small cyst measuring approximately 1 cm. No free fluid is seen. The tubal occlusion device is not visualized in the right broad ligament area were apparently it was located on earlier assessment. No uterine abnormalities were detected. Some mild-to-chronic degenerative disc disease at l5-s1 is seen. There is no indication of a ventral hernia. Small benign inguinal lymph nodes can be seen. In the retroperitoneum no aneurysm or adenopathy is evident. The CT study does not show an acute process. A small right ovarian cyst is detected. This seems to have developed since the ultrasound of (B)(6) 2016. On (B)(6) 2013,endo vaginal fetal sonogram done a viable early intrauterine pregnancy is seen for the estimate of gestational age is 6 weeks and 5 days. 0n (B)(6) 2013 endo vaginal fetal sonogram: impression: a viable early intrauterine pregnancy is seen for the estimate of gestational age is 6 weeks and 5 days. On pathology report showed left fallopian tube with an essure in proper position; right fallopian tube with no essure in the tube; suspect essure is in the broad ligament as this is more rigid; the right essure device was not visualized. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube perforation, pregnancy with contraceptive device, and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right coil had perforated her fallopian tube and migrated / perforation near ovary"), ectopic pregnancy with contraceptive device ("unwanted ectopic pregnancy"), pregnancy with contraceptive device ("viable early intrauterine pregnancy"), uterine perforation ("perforation uterus"), genital haemorrhage ("little bleeding") and device dislocation ("migration of essure device") in a 27-year-old female patient (gravida 2, para 1) who had essure (batch no. 919037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one of the coils has not been removed as it is too close to an artery (to be safely explanted)" on (B)(6) 2013 and device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 1, heart disease congenital, knee pain, back pain, uti, arthropathy nos, vaginal delivery, food allergy, osteoarthritis, anxiety, depression, iron deficiency, post-traumatic stress disorder, prediabetes, seasonal allergy and dysfunctional uterine bleeding. Concurrent conditions included obesity, asthma, postpartum state and menses irregular. Family history included obesity, polycystic ovary and diabetes (mother). Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced headache ("headache"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), alopecia ("hair loss"), dyspareunia ("dyspareunia"), device expulsion ("expulsion of essure device"), migraine ("migraines") and uterine pain ("uterus pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2013 (one of the coils has not been removed)), surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, uterine perforation, genital haemorrhage, device dislocation, alopecia, dyspareunia, device expulsion, fatigue, headache, uterine pain, pelvic pain and weight increased outcome was unknown and the migraine had not resolved. The reporter considered alopecia, device dislocation, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device, uterine pain, uterine perforation and weight increased to be related to essure. The reporter commented: completed childbearing and postpartum 6 weeks status post vaginal birth. During the insertion procedure , it was noticed that the lining of the uterus is filled with polypoid. The patient is 6 weeks postpartum. Both ostia were visualized and easily cannulated. One coil was visualized on both sides within the os itself at end of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43 kg/sqm. Hysterosalpingogram - on an unknown date: right coil perforated fallopian tube and migrated pregnancy test - in (B)(6) 2013: termination. (B)(6) 2012 - hysterosalpingogram - test confirmed placement of both essure coils and full occlusion of both tubes. CT abdomen and pelvis with contrast done which showed no pancreatic lesion, no gallstones were detected, no adrenal mass was recognized. There is no indication of a renal stone, obstruction, or mass. No distention of large or small bowel can be seen. The appendix seems to be normal in the right lower quadrant. In the pelvis the right ovary has a small cyst measuring approximately 1 cm. No free fluid is seen. The tubal occlusion device is not visualized in the right broad ligament area were apparently it was located on earlier assessment. No uterine abnormalities were detected. Some mild-to-chronic degenerative disc disease at l5-s1 is seen. There is no indication of a ventral hernia. Small benign inguinal lymph nodes can be seen. In the retroperitoneum no aneurysm or adenopathy is evident. The CT study does not show an acute process. A small right ovarian cyst is detected. This seems to have developed since the ultrasound of (B)(6) 2016. On (B)(6) 2013 ,endo vaginal fetal sonogram done a viable early intrauterine pregnancy is seen for the estimate of gestational age is 6 weeks and 5 days. 0n (B)(6) 2013 endo vaginal fetal sonogram: impression: a viable early intrauterine pregnancy is seen for the estimate of gestational age is 6 weeks and 5 days. On pathology report showed left fallopian tube with an essure in proper position; right fallopian tube with no essure in the tube; suspect essure is in the broad ligament as this is more rigid; the right essure device was not visualized. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube perforation, pregnancy with contraceptive device, and pelvic pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: the plaintiff fact sheet and medical record received. The events dyspareunia, expulsion of essure device, fatigue, migration of essure device, pain, perforation (uterus), weight gain, migraines, headache, hair loss, and uterus pain were reported. The reporter information, concurrent condition, medical history, concomitant medication and lab data were updated added. Essure lot number 909137 was added. The event "viable pregnancy" was reported in medical records. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right coil had perforated her fallopian tube and migrated") and ectopic pregnancy with contraceptive device ("unwanted ectopic pregnancy") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required). It was reported that due to the essure coil migration and right fallopian tube perforation consumer had an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and clinically significant/intervention required). She also had alopecia ("hair loss"). The patient was treated with bilateral salpingectomy on (B)(6) 2013 and one of the coils has not been removed as it was too close to an artery to be safely explanted - device difficult to use. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, alopecia and device difficult to use outcome was unknown. The reporter considered fallopian tube perforation, ectopic pregnancy with contraceptive device, alopecia and device difficult to use to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6) 2012 - hysterosalpingogram - test confirmed placement of both essure coils and full occlusion of both tubes. On an unknown date: hysterosalpingogram result was right coil perforated fallopian tube and migrated. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and it was discovered that right coil had perforated her fallopian tube and migrated, and she had an unwanted ectopic pregnancy. Bilateral salpingectomy was performed and one of the coils has not been removed as it was too close to an artery to be safely explanted. Both events are anticipated according to the reference safety information for essure. Ectopic pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have the insert in place. In this case, plaintiff had a hsg (hysterosalpingogram) performed about 3 months after essure insertion and the result confirmed placement of both essure coils and full occlusion. However it was discovered, after hsg test, that the right coil had perforated and migrated and due to that plaintiff had an ectopic pregnancy. Considering that the exact date and mechanism of fallopian tube perforation (right) are not known, a contraceptive failure cannot be totally excluded as only one essure coil had perforated her fallopian tube. Thus, company considers both events as related to essure. This case was regarded as incident because surgical intervention and device removal was required. Additionally, non-serious event was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and it was discovered that right coil had perforated her fallopian tube and migrated, and she had an unwanted ectopic pregnancy. Bilateral salpingectomy was performed and one of the coils has not been removed as it was too close to an artery to be safely explanted. Both events are anticipated according to the reference safety information for essure. Ectopic pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have the insert in place. In this case, plaintiff had a hsg (hysterosalpingogram) performed about 3 months after essure insertion and the result confirmed placement of both essure coils and full occlusion. However it was discovered, after hsg test, that the right coil had perforated and migrated and due to that plaintiff had an ectopic pregnancy. Considering that the exact date and mechanism of fallopian tube perforation (right) are not known, a contraceptive failure cannot be totally excluded as only one essure coil had perforated her fallopian tube. Thus, company considers both events as related to essure. This case was regarded as incident because surgical intervention and device removal was required. Additionally, non-serious event was reported. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.